Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room due to syncope. A remote interrogation was performed which found that an automatic pace threshold test episode for the ra lead and rhythmiq episodes had been stored in the pacemaker. It was also noted that the brady mode had been recently changed to ddd from aai. The presenting electrogram showed the pacemaker was operating as programmed. The cause of the syncope remained unknown and no additional adverse patient effects were reported.